Event description:
(B)(6) customer stated she had been experiencing hypoglycemic episodes for three weeks due to insulin adjustments she based on the contour link blood results. The nurse lowered her insulin dosage twice but the customer continued to experience hypoglycemic symptoms. The customer test strips are to be returned for evaluation.

Manufacturer narrative:
The model # was not provided. In some countries outside the us, customer information is not provided due to privacy laws.